Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported with a description of intraocular lens was damaged in cartridge during insertion. Additional information has been received and stated that the patient need larger incisions. No patient contact was reported.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned adhered to the outside of the lens case lid with viscoelastic. One haptic was folded in on the optic. The lens was cleaned with klrp to remove from the lid. A very small nick was observed in the center of the anterior surface. Two short, narrow parallel scratches were observed on the posterior surface at the edge. These scratches were angled to the travel path. The scratches are similar to scratches caused by forceps or possibly by a plunger tip. No other damage was observed. Qualified associated products were indicated. The root cause for the reported damage may be related to a failure to follow the IFU. The lens had two short, narrow parallel scratches on the posterior surface at the edge. These scratches were angled to the travel path. This damage was similar to damage cause by forceps or possibly a handpiece plunger. The cartridge was also damaged. The observed cartridge damage, heavy stress and two aneurysms would indicate that the lens or plunger were not in acceptable positions for advancement. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.